Event description:
A valiant captivia stent graft system was selected for use in a patient for the endovascular treatment of a thoracic aortic ulcer approximately one month ago. The vessels were not tortuous. It was reported that prior to use the physician inspected the device and noticed no defects. There was no visible damage to the packaging. The physician introduced the delivery system and advanced it to the intended location; however, the stent graft could not be deployed. The delivery system was removed from the patient and the physician observed a break in the graft cover. It is unknown what caused the break. Another valiant 3838200 was obtained and successfully implanted. No clinical sequelae were reported and the patient is fine. Upon investigation of the returned device, the stent graft was partially deployed. The deployment of the stent graft occurred after the procedure, most likely during return shipment. The distal end of the stent graft was 40 mm from the stent stop cup. The graft cover was returned buckled at the transition between the braided vestamid and the unbraided pebax graft cover. The external slider was pulled back to better observe the edges of the graft covers. Both sections showed warping at the edges from where the two sections of the graft cover met. The delivery system was then broken down in order to remove the graft cover from the rest of the delivery system. The heat affected zone on the unbraided pebax and the braided vestamid was 5 mm and 3 mm, respectively. The break between the graft cover sections was a clean break; there was no elongation or necking of the graft covers. The rest of the device was unremarkable. The graft cover was broken at the graft cover bond.

Manufacturer narrative:
(B)(4).